Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) shaft seal out of position, and blood noted on distal conductor and helix mechanism; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on distal conductor and helix mechanism; the analyst also noted that the turns to extend/retract helix exceeded specification; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the physician screwed out the helix two times (2 out 2 in, about 15-20 turns with the rotation tool). Then the helix mechanism did not work anymore. The lead was not used. There were no patient complications reported as a result of this event, and the patient's status was reported to be "ok".